Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an MRI on (B)(6) 2018. The technician put their ins into MRI mode prior to being placed in the MRI scanner and after about 10 minutes into the scan, the patient's left foot started twitching and drawing upwards. The technician told the patient that they hadn't seen anything like that before and discontinued the scan. The patient noted that they felt tingling down their left leg for about two hours after turning the ins off. The patient was wondering if the tingling was related to their system and their recent scan; they also reported that they had an rf ablation last week. The patient was doing well but wanted their ins checked to make sure everything was ok. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further actions or interventions have been taken. They noted that the patient no longer has the twitching, and the tingling has decreased in intensity. The rep indicated that the patient notices this for approximately 2 hours after turning off the stimulation. The event has been confirmed with the account. No further complications were reported or anticipated.